Event description:
A healthcare professional reported during a surgery in an ophthalmic system power went out. The device was restarted and surgery was completed with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Code 4019 is was incorrectly reported in initially submitted reported. The company representative confirmed and replicated the reported event. To address the reported issue there were several components that were replaced. The system was tested and found to meet product specifications. However, which component that was nonconforming and contributed to the reported issue remains inconclusive. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to internal component failure. However, which component that was nonconforming and contributed to the reported issue remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).